Manufacturer narrative:
Device evaluation: the customer reported issue of " the downstream occlusion (dso) seal was bubbled" was confirmed through visual inspection. The cause of the reported issue was a peeling dso seal. Further inspection found a deforming upstream occlusion (uso) seal. The dso and uso were replaced, and the device passed all testing criteria after the repairs. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿the downstream occlusion (dso) seal was bubbled¿; during device evaluation it was found that the dso seal was peeling, and the upstream occlusion (uso) seal was deforming. The event occurred during testing. There was no patient involvement.